Event description:
Boston scientific stent deployed into patient during endoscopic retrograde cholangiopancreatography when evaluated placement, plastic foreign object noted to be attached to the stent. Stent removed and retained for investigation. No new stent deployed, no harm to the patient.